Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the cdh25 staples malformed and a major leak was found from 1/3rd of the staple line. The surgeon put some overstitches to complete the case. The device was discarded.